Manufacturer narrative:
E1: patient city: (B)(6) patient country: puerto rico name medtronic minimed street 18000 devonshire street city northridge state ca zip code91325 based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The hyperglycemia was treated by insulin pump.